Manufacturer narrative:
The reference device was returned to service center for evaluation. The customer¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed and the device failed the probe check; error code u509 observed. Both switches were checked and found both switches are functional. A visual inspection on the returned device was performed and found there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it has normal wear, no metal exposed, no abnormality. The distal end of the device was inspected under a microscope and found a crack on the probe. Based on the similar reported events, service center determined the cause for the damaged probe is attributed to the probe coming into contact with a hard or metallic surface during activation. The instruction manual contains several warning statements in an effort to prevent damage to the probe. ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿

Event description:
The service center was informed that during the total therapeutic, laparoscopic hysterectomy procedure, the error message "remove handpiece" appeared on the generator. The doctor was performing uterine colpotomy and completed the procedure using a similar device. No patient injury, no medical or surgical intervention, no bleeding was reported. The patient is home and stable. The device was inspected prior to use and no abnormalities were observed. The connection points to the generator were inspected and no cable damage was observed. No visual damage to the teflon pad or probe unit was noted. The generator settings were seal = 1, seal & cut = 2.